Event description:
Customer reported (B)(6) y/o male patient with 15mm arm laceration had c1544 compound benzoin tincture applied in two areas parallel to wound on (B)(6) 2014. Reported patient experienced inflammation and red raised welts on (B)(6) 2014 where product was applied. Reported laceration broken open due to swelling. Reported patient was treated with otc benadryl and prescriptions for triamcinolone cream and prednisone.

Manufacturer narrative:
Complaint type is being monitored and analyzed.